Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The sample confirmed that the foreign matter was caught in the seal of the product.

Event description:
It was reported pre operative on (B)(6) 2013 that there was foreign matter in the suture package. The foreign matter extended into the seal which may have compromised the sterility of the device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.